Event description:
It was reported that an echocardiogram confirmed lead perforation to the right ventricle. The patient had tamponade with 350cc removed from the pericardium. The lead was removed.

Manufacturer narrative:
No medwatch form was received.